Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose 22.5 mmol/l but never received a warning at high blood glucose, bolus wizard given 0 units correction bolus. Customer stated that insulin pump was not working correctly. The device will not be returned for analysis.